Event description:
Pt was intubated in the emergency department, came to intensive care unit. After a few hours, pt lost pulse. Began cardiopulmonary resuscitation dr at bedside, rn at bedside as well. Both noticed that the screen on the ventilator was blank. There were no numbers or vent settings on the screen. The cockpit screen was not on; the main screen wasn't there either. Respiratory therapist to bedside, began bagging the pt. Vent switched out. Intermedical gb.